Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Received 1 used latex tubing only. Visual inspection noted that the latex tubing was broken into two separate pieces. Functional evaluation found the latex to stretch easily and not break. There are no brittle or swollen areas. The reported issue was confirmed with eh cause unknown. The device history record was reviewed and found nothing could have caused or contributed to the reported event. The instructions for use states the following "warnings to avoid the possibility of drain damage or breakage. Avoid suturing through drains as this may result in breakage during removal or undesired leakage. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain , and surgical removal may be necessary if drain is difficult to remove or breaks". (B)(4).

Event description:
After the drain broke, the surgeon attempted to remove the broken piece with sterile tweezers. When that was unsuccessful, he attempted to remove it using sterile hemostats. This was unsuccessful and resulted in the broken piece being removed the next day surgically. It was also reported that the surgeon made two slats in the drain for drainage before placement. It was noted that after removal, the drain had a jagged edge in appearance.

Event description:
It was reported that while attempting to remove the drain it broke and a piece was left inside the patient. An xray was performed and showed a piece was in the pelvic floor. The patient underwent an additional procedure to remove the broken drain piece.